Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in dwell 2 of 3 when fluid was found leaking from the bottom of the cassette compartment. Upon removing the tubing set, fluid was found inside the cassette compartment of the cycler. Antibiotics were administered as a precaution; pt had no ill effects. Sample has not been returned to the MFR.